Manufacturer narrative:
(B)(4). Further information from the reporter regarding event details has been requested. No additional information is available at this time. The events of "swelling" and "erymathematous lump" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. ¿ induration or nodules at the injection site.

Event description:
Healthcare professional reported patient was injected with 6 ml of juvéderm® voluma¿ with lidocaine in the cheek bone areas - ck1, ck2, ck3 as well as ck4 and on the jaw line. 1 week later, patient experienced swelling, and ¿erymathematous lump¿ on the right side. Hcp administered ¿150 hylase and 250 mg corticosteroid¿. There was no improvement. ¿for 5 days levofloxacin was administrated, which didn¿t show any effect¿. Swelling spread to both sides of the face. Patient¿s symptoms were ¿not improving with highly dosed cortisone intravenously and periorally¿. Hcp treated with ¿hylase 150 and 250 mg prednisolone [which] were applied twice on both sides over both cheek bones¿. There was no evidence of fever, and patient did not complain of any other symptoms. ¿over the following days there was a steady deterioration of the examination results of the cheek¿. Patient was prescribed tavanic 500 mg. Patient was on antibiotics for 5 days before ¿patient reacted to the antibiotics with flash symptoms¿. Antibiotics were discontinued. ¿the patient was then, after the findings continuously deteriorated, treated with 1500 units of hylase¿ on 2 occasions, 5 days apart. Patient also received ¿250 mg solu-decortin¿. ¿at this point, [patient] was put on sick leave by [their] general practioner, [who treated with] h2 blocker as well as with 40 mg decortin orally¿. Patient had to be hospitalized for 1 week, where unspecified further therapy was administered. Symptoms resolved.